Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed vent inop, motor fault and xdcr fault continuously. The customer reported there was no patient involvement associated with this event.